Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient could not do telemetry with their antenna on their patient programmer. The patient programmer could do telemetry without the antenna, however. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the programmer (B)(4) found that the antenna jack was broken and the face plate was scratched. If information is provided in the future, a supplemental report will be issued.